Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture detached from the needle easily. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: representative samples were received for evaluation as two detached needle and a needle-suture piece of product code sxpp1a403 were returned for analysis. Two detached needles were visually inspected, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification and no suture remnant was noted. The suture piece was examined, and the end was noted damaged. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the sample, no performance needle pull off was found, and the tested sample met the finished goods requirements. The actual device was received for evaluation as a labeled winding former, a dispensed suture piece and a detached needle of product code sxpp1a403. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Per the sample condition, the assignable cause of the performance pull off suture needle was a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. A manufacturing record evaluation was performed for the finished device mcz442 number, and no non-conformances were identified.